Event description:
Manufacturers ref: # (B)(4).

Manufacturer narrative:
It was reported that the o2 concentration differed from the set values. According to information from our field service engineer, the issue was solved by replacing the o2 cell. The o2 cell is used for monitoring only and does not affect ventilation. The root cause to the reported issue could not be established by this investigation.

Event description:
It was reported that the o2 concentration differed from the set values. There was no patient harm. Manufacturer's ref. #: (B)(4).